Event description:
It was reported that the customer had been hospitalized. The customer had called the helpline and has unexplained lbgs. It was indicated that the customer had changed their fixed prime to ten units. Since then, their bgs have been low. The customer conveyed that the paramedics had to assist the customer over the weekend due to lbg. The paramedic tried to deliver an IV solution into their vein, but instead missed the vein. The customer had to go to the hosp due to the swelling in their arm. It was noted that the customer drank orange juice to treat lbg. Furthermore, the customer was assisted with correcting the fixed prime amount and was advised to remain disconnected from the pump until bgs are back to normal.